Event description:
It was reported that a smiths medical cadd solis pump had a cassette not latch properly alarm. No adverse patient effects were reported.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for analysis due a cassette not latching properly issue. There was a sign of some fluid ingression by the downstream sensor (dso) sensor seal. The event log showed a high alarm displayed and a cassette not attached properly alarm. To test the device, the operator attached a disposable cassette and attempted a functional test which failed. The reported issue was confirmed. The downstream sensor was inoperable due to fluid ingression. The sensor was replaced and preventative maintenance was performed.